Event description:
The physician placed a 5 x 22mm savvy balloon and part of the balloon was left in the artery. The physician did not think it was a balloon malfunction. The patient's disease process and arterial plaque caused the balloon to tear.